Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with a 575cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered left breast implant deflation post-procedure. As a result, the patient underwent removal and replacement with a (left) 575cc mentor smooth round moderate profile saline (catalog: 3501690 lot: 9412522 sn: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On october 9, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear in the anterior aspect, measuring less than 0.1 cm. Microscopic examination of the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2020, mentor became aware that the incorrect initial reporter information was indicated in the initial report sent on september 14, 2020. The correct initial reporter information has been populated accordingly. On september 29, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).